Event description:
A hospital staff member reported their articulating arm is broken, it will not lock into place and will not tighten down all the way. This event was reported outside the operating room and no patient was present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. A mechanical evaluation was performed on the suspect arm confirming that the central joint of the vertek arm will not lock down. This is a down revision part. A replacement part was sent to the site on (B)(4) 2012 for issue resolution.